Event description:
It was reported that the device exhibited an upstream occlusion alarm. It was confirmed that there were no occlusions between the device and the medication bag. The cassette was removed, and there were no kinks, deflated areas or air bubbles seen in the cassette tubing. The tubing was tapped on a firm surface and replaced. The device was powered on, and settings were reviewed. The reservoir volume was 10.9ml, rate 2.2ml/hr and total given was 89.1ml. Infusion restarted, but the alarm returned almost immediately. The batteries were removed and replaced following a 10 second pause in an attempt to hard reset the device but it continued to alarm upon powering on. The batteries were removed, and tubing clamped. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.